Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 3007963827-2023-00203. All further reports will be made under that MFR number.

Event description:
This follow-up report is being filed to relay this report is a duplicate of 3007963827-2023-00203. All further reports will be made under that MFR number.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, patient is experiencing pain and the surgeon states the femoral implant is loose. A revision procedure has been scheduled but has not yet occurred.

Manufacturer narrative:
(B)(4). D10 medical devices: tibia cemented 5 degree stemmed right size e catalog#: 42532007102 lot#: 62824794. Articular surface fixed bearing cruciate retaining (cr) right 11 mm height catalog#: 42521000511 lot#: 62530633. All poly patella cemented 35 mm diameter catalog#: 42540000035 lot#: 62820829. Unknown stryker bone cement catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.